Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was returned for evaluation. The defect cannot be confirmed due to not having any evidence to support the reported incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: customer description of the event being reported: the bloodlines have air in the lines.